Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold harness. The device was evaluated and the reported issue was confirmed as it was noted that the during calibration error 1 (pre-warm bypass flow error) was displayed. The manifold harness was replaced. The device underwent a functional test, est, calibration and passed all applicable tests. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device had filling problem. As per follow up information received via email on 15sep2022, the biomed had moved into the service and had noticed on the spot the defect. They tried a filling without success. The issue occurred during therapy. As per sample evaluation results received on 10mar2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. Flow issue confirmed due to defective circulation pump which was replaced. It was stated that the during calibration error 1 (pre-warm bypass flow error) was displayed.